Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the main tube insulation appeared to have scratches and gouge marks, with materials removed near the midpoint of the main tube. Engineering concluded that the damage was likely caused by excess force contact on the main tube surface. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was reported that prior to starting a da vinci si surgical procedure the bowel grasper instrument was noted to have a tear in the black rubber sheath. No patient harm, adverse outcome or injury was reported.